Manufacturer narrative:
This report is submitted on october 27, 2020.

Event description:
Per the surgeon, the patient experienced skin overgrowth. There was a skin revision when the abutment was replaced with a longer abutment. The procedure was performed under a general anaesthetic on (B)(6) 2020.